Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the l5 lead exhibited high impedances. Surgery may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section d4 - the serial number should have been (B)(6) rather than (B)(6).

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which the s1 lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.